Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a battery failed alarm. The customer¿s blood glucose level was 9 mg/dl, 3.7 mg/dl. The customer reported they had received the low reservoir, replace battery and failed battery alarm. The customer reported that the battery compartment was damaged. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The troubleshooting was not performed for low blood glucose level. The customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan. The insulin pump will be returned for analysis.